Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 412 mg/dl with large ketones. Reportedly, the contact believed the suspected cause of the elevated bg level to be due to the customer entering a hormonal change. To address the bg level, a manual injections was administered. Recommendation was made to consult with health care provider regarding diabetes management.